Event description:
It was reported that the patient's left extension had high impedances on contact 4, and in turn, the device was unable to enter MRI mode. Surgical intervention was undertaken wherein the extension was explanted and replaced. Impedances were normal and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.